Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that propex pixi row was giving incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information received as to the event; it was a problem that could not be measured due to a disconnection of line. According to the information above, it seems the failure mode is no measurement (non-serious) instead of incorrect measurement (serious). This additional information changes the status from serious to non-serious, this event is now a non-reportable event. Complaint is non-serious. No regulatory report for this complaint. Please disregard this report as this is a non-serious event.